Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 4.4, lab: 5.9. Testing was performed two hours apart. Patient used second drop when testing with inratio. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Per complaint, patient is taking amiodarone. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Case indicates that the patient did not apply the first drop of blood to the test strip. Blood sample should be obtained at the apply sample prompt and applied to the test strip immediately after sufficient sample is collected. Delays can alter the calculation of inr and impact the accuracy of the result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter = 4.4, reference = 5.9, mean = 5.15, confidence limits = na. The mean is >5.0 and the difference is less than 2.2. These results are considered accurate within the context of the documented variability for inr testing. No testing / investigation is required. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.